Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: use error.

Event description:
Healthcare professional reported implanted resterilizable sizers into a patient in error- they mistook them for implants. Device was explanted. This is for the right side.